Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a partial display on the insulin pump. Customer's blood glucose level was 179 mg/dl. Customer stated that his pump sometimes does not want to prime correctly and there are dark spots on the screen. Customer reported that it takes a while to reboot after inserting a new battery. Customer was advised to insert an energizer aaa (B)(4) battery, but the display did not return to normal. Insulin pump will need to be replaced. No additional information provided.